Manufacturer narrative:
It was reported that the patient followed up with a response with additional information. Before starting byte they went to dentist and had an exam and their dentist noted some recession but not concerning and overall healthy oral state. After starting using aligners, they started to see triangles, which they stated are signs of recession per their initial visit with the dentist. They had a crown and it came off. They contacted byte to notify them of these issues as well as bleeding gums, teeth not shifting, pain, infection w/ abscess. They are not sure if the infection is because of aligners but it did not happen until they were using aligners. They did not have insurance to visit a dentist as directed by byte. They felt like the aligners were causing most of these problems. Their gums were turning purple and since they stopped using the aligners, their gums are no longer purple. They also stated having mobility; their bottom teeth were loose and shifting because of wearing aligners for 2 months. They said they could physically wiggle them with their fingers. Discomfort: true. Pain level: 5. Excessive bleeding: true. Periodontitis: true. Infection: true. Allergic reaction: true. Inflammation: true. Compromised implant: true. Crown: true. Jaw discomfort: true. Sensitivity: true. Root resorption concerns: true.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a lot of issues with their gums and teeth. Their teeth are very sensitive, their gums are red and inflamed. They had a infection that was treated by their doctor because their crown came off.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.